Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) male patient reported to zoll that the lifevest was irritating his suture. The lifevest (garment) strap over his heart was reportedly rubbing against the suture and the suture had broken open. The patient ended use and there was no additional follow-up on the condition of the area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.